Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported patient underwent an initial total hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2015 due to loose acetabulum. The acetabular cup was removed and replaced with a competitor cup.